Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The pacer was received in bvvi operation with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was found to be in back up vvi mode during device preparation. Device was switched out for another pacemaker. No patient was involved.